Manufacturer narrative:
1020379-2019-00010 is associated with argus case (B)(4), corega tabs. Corega tabs is marketed as polident tablets in the us.

Event description:
Accidental intake of product [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6)-year-old male patient who received denture cleanser (corega tabs) tablet for product used for unknown indication. On an unknown date, the patient started corega tabs. On (B)(6) 2019, an unknown time after starting corega tabs, the patient experienced accidental device ingestion (serious criteria (B)(6) medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega tabs. This report is made by (B)(6) without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: patient took medication on (B)(6) 2019, intook a tablet of corega tabs dissolved in water by error. The reporter was the consumer's daughter.